Event description:
The event is reported as: complaint alleges: during an unknown procedure, the catheter was inserted transurethrally for standard drainage use. The balloon was inflated with 10 ml glycerine solution and the balloon burst. A lubricant from another manufacturer was used. The balloon was not tested prior to insertion. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.